Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient¿s implantable neurostimulator (ins) was overdischarged as they had not charged the battery in over a year (or possibly longer). The patient had memory issues and also had fallen on their back many times. Due the fact the patient had not charged the 8 year old battery, one ¿physician restart¿ was tried but was unsuccessful. It was decided to abort additional attempts to restart the device because of the patient¿s lack of compliance. It was also noted that the patient did not think they needed the ins anymore. These findings were discussed with the healthcare professional (hcp) and the physician¿s assistant (pa) and they were not planning on replacing the device system. The issue was reported as resolved at the time of report. No surgical interventions occurred or were planned. The status of the patient at the time of re port was ¿alive ¿ no injury¿. It was noted that the patient used a walker and that one of their arms was badly bruised.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.